Event description:
Reporter alleged that the customer obtained a discrepant blood glucose result of 320 mg/dl back to back with a result of 114 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.